Event description:
It was reported that the 8800 system had an error during a case. The 8800 system had to rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive during the service call. The system was tested, and found to be working as intended, and put back into service.